Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported there was a suspected overdischarge. The patient has not charged in a long time and they were planning on charging the device. The patient hasn't been charging because they don't value the therapy. The healthcare provider (hcp) thinks that the device needs to be functional because if the patient needs something like an IV placed, the stimulator controls the shaking. The caller thought that they did this recharge process one other time but they weren't sure that they actually did the od recovery before. They had no further information. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the suspected overdischarger had been resolved. No further patient complications have been reported as a result of this event.